Event description:
On (B)(6) 2014, the patient reported that she is experiencing discomfort due to heating of the coil on the glasses. The skin underneath the coil was slightly inflamed and red. The patient also reported that she had noticed a worsening of the radiofrequency link between the implant and the glasses. This has reduced how long the patient is able to use the system each day. The patient and her surgeon are considering the option or revision surgery.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.